Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the laparoscopic sigmoid resection procedure, the power of the subject device turned off because the main power cord of a mobile workstation (wm-np2) equipped with related devices contained the subject device, was disconnected via a power transformer. The medical engineer of the user facility re-plugged the main power supply cord and all of devices were restored, and the intended procedure was continued and completed. There was no patient injury associated with this report. (This report is for uhi-4/high flow insufflation unit which had been installed on the mobile workstation (wm-np2)).

Manufacturer narrative:
Since the subject device was not returned to omsc, it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The root cause of the reported phenomenon could not be identified. However based on the report of the user, omsc surmised there was the possibility this phenomenon was attributed to unplugging the main power supply cord of the power transformer related the subject device with the user handling and not supplying the power. The cause of the handling error could not be identified. If additional information is received, this report will be supplemented.